Event description:
The facility's representative reported an infusion pump with a failure code 808:03. This report was noted during biomed testing. The hospital representative stated that they have no record of any patient incident involving the pump since the last baxter service event.